Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer replaced the battery and the alarm came up again. Customer cleared the alarm and had to reset the time. Customer stated that it started beeping during normal use. Customer stated that he thinks the pump went out during the night. Customer was up for a bit and then received the battery out limit alarm. Customer did not receive a low battery alert. Customer was advised that a replacement battery cap will be sent. Customer was advised to monitor the pump.